Manufacturer narrative:
The reported event was confirmed as manufacturing related. Three samples were confirmed to exhibit the reported failure. As the reported event was found to be manufacturing related, it is deemed to fail to meet specifications. As the products were returned unopened, they were not used for diagnostic or treatment purposes. The product had caused the reported failure. Five orange urethral catheters were returned unopened in the original packaging. The catheters were evaluated for bends. All catheters were able to fit into the catheter bend fixture, which would mean they met specification. However, the coude tips of the catheters appeared to be misaligned. The catheters were straightened in order to determine if the bends were the cause of the misalignment. Two of the catheters coude tips aligned with the coude indicators when the catheter was straightened. Three of the catheters had coude tip misalignments not caused by the catheter bends. A potential root cause for this failure could be "machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is confirmed as manufacturing related. Correction: h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheters were bent and twisted. Customer stated it was shaped incorrectly and reported issues with the catheters. Per investigator notification on (B)(6) 2021 during evaluation, it was found that 2 of the catheters had misaligned coude tip indicators. Per investigator notification on (B)(6) 2021 during evaluation, it was found that another catheter also had misaligned coude tip indicators. Per investigator notification on (B)(6) 2021 during evaluation, it was found that 3 of the catheters had same issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters were bent and twisted. Customer stated it was shaped incorrectly and reported issues with the catheters. Per investigator notification on (B)(6) 2021 during evaluation, it was found that 2 of the catheters had misaligned coude tip indicators. Per investigator notification on (B)(6) 2021 during evaluation, it was found that another catheter also had misaligned coude tip indicators. Per investigator notification on (B)(6) 2021 during evaluation, it was found that 3 of the catheters had same issue.